Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000sr analyzer. The following data was provided: initial (feb 1) 182 miu/ml positive; repeat (feb 5) < 5 miu/ml negative; repeat (feb 8) < 5 miu/ml negative; per the package insert, b-hcg levels less than or equal to 5.00 miu/ml is negative.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, instrument service and a precision study. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return, however the instrument service records were reviewed. A pressure sensor (part number 7-204070-01) was sent to the customer and installed with the assistance of service by phone support. After installation, a 10-replicate precision study for b-hcg confirmed the issue was resolved by replacement of the r2 pressure sensor. Based on the available information, no product deficiency was identified.